Event description:
Related manufacturer reference number: 1627487-2023-00391. It was reported the patient experienced ineffective therapy and difficulty charging the ipg. Lead diagnostics indicated high impedances on one lead. Later, the patient's ipg turned inoperable and patient lost stimulation. The investigation did not determine which lead had high impedances. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: 4641778.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.